Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: component failure causing battery to drain. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted or by manually pressing the power button. At the time of the call the customer felt well and did not report any symptoms. Customer stated that she had gone to the emergency room on the past, (but date was not disclosed) due to the meter not turning on and not being able to obtain a blood glucose test result. Customer refused to provide any further information regarding the hospital visit. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2019.